Event description:
It was reported that the patient had fallen ¿a few days ago¿ and the spinal cord stimulation (scs) device was not working. It was stated that the patient wasn¿t feeling stimulation. It was noted that the event was ¿not urgent.¿

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 97792, lot# n376019, implanted: (B)(6) 2013, product type: accessory; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).